Event description:
Same case as MFR report # 2134265-2012-01059. It was reported that during a coronary artery intervention, a patient death occurred. The patient presented emergently with an st elevated myocardial infarction and cardiogenic shock. Systolic blood pressure was 60. There was 100% stenosis of the proximal/mid left anterior descending artery (lad), 100% stenosis of the circumflex and 100% stenosis of the mid right coronary artery. A 6f runway vl3.5 guide catheter was used. A 2.0x15mm apex balloon catheter was used for predilation of the proximal and mid lad. A non- bsc stent was implanted in the proximal lad. The patient's condition continued to deteriorate and a code was called. Despite initiation of an intra-aortic balloon pump, vasopressors and CPR the patient died. The cause of death was reported as acute st elevated myocardial infarction with cardiogenic shock. There was no autopsy performed.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).